Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump review of the event history log showed an occurrence of "primary audible alarm post error no backup audible alarm error." Functional testing found that the device did not duplicate the reported issue on power up. Based on the investigation, the complaint allegation was not confirmed, the investigation was unable to determine the cause of the error. The speaker was replaced as a preventive measure.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump pcb interconnect was replaced, then the pump exhibited audible alarm. No patient injury reported.